Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information provided from the field indicated this patient received inappropriate shocks due to myopotential oversensing. The physician thought the location of the electrode may be the cause of this inappropriate therapy being delivered. No intervention was performed per the patient¿s request and the sensitivity of the system was reprogrammed. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the post-operative wound check, the x-ray revealed the tip of the electrode had moved. The patient was sent home and will return for a one month follow-up. No adverse patient effects were reported.